Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent riks of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected failure rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implant. Implant (site #20) was 1 of 2 placed in class ii bone during a highly complex procedure in which bone augmentation was done. According to the surgeon, there was minimal bone present and the bone graft yielded little usable bone for placement. A surgical stent was used, but he reports that he modified implant position (he placed the implant in site #20 too close to the 1st implant. He feels that this, along with inadequate bone, caused the failure). The implant was removed from the site when the restorative dentist placed the abutment on 12/17/96. He also feels that the failure was due to poor placement and bone quality.